Event description:
It was reported that during a laparoscopic left lower lung lobectomy procedure, the surgery was left lower lobectomy. The device was fired on the lung parenchyma until the third firing, and then the device was fired on the pulmonary vein at the fourth firing. Each firing was completed without any problem. When the device loading with a green cartridge and was fired on the bronchus, the grasping force of firing trigger was much higher than usual at the third stroke of the fifth firing. The doctor confirmed that the target tissue was clamped properly and the jaw did not clamp something hard before the firing. The doctor said that the force of grasping the firing trigger at the third stroke was much higher. The knife returned to the home position after the fourth stroke and the device was released from the patient. It was found that a part of the staple line of the resected side opened and the staple line of the patient's side was not proper. As air leak was not confirmed, additional suture was performed. When the cartridge was checked, it was found that some staples of the acral part were unformed and remained in the staple pockets. Reinforcement product was not used. According to the sales rep, the doctor checked every cartridge was loaded properly before each firing and the jaw was cleaned after each firing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled; cartridge. One sc45a device was returned in good visual conditions and with a green cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.